Manufacturer narrative:
The field service engineer (fse) discovered the tubing came off check valve cv22 near line vl14a and trimmed and reattached the tubing. The fse also discovered valve vl69 was leaking fluid and replaced the valve to resolve the issue. The reagents routed through valve vl69 are diluent during sample cycles and clenz solution during shutdown. Preventive services were also completed. The fse discovered hemoglobin (hgb) blank voltage was fluctuating and backgrounds were high. The fse replaced the hgb cuvette, lamp, and associated tubing. The fse noted low hgb control recovery and performed calibration sample adjustments to bring controls back into range. Additionally, the fse discovered the vacuum system to be severely plugged and flushed the vacuum system with bleach and distilled water to resolve the issue. Results conformed to the manufacturer's published performance specifications. Cuvette. (B)(4).

Event description:
The customer reported blue fluid leaked underneath the instrument and onto the counter involving coulter lh 750 hematology analyzer. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat during the event. Patient results were not impacted. The customer did not have direct contact with the fluid; there was no exposure to open lesions or mucous membranes. There was no operator injury or adverse effect associated with this event. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.